Event description:
It was reported that this implantable pacemaker system recorded oversensing. Technical services (ts) was consulted and advised the oversensed noise is possibly related to the minute ventilation (mv) feature. Previously, there was mv noise oversensed on both channels. Presently, the right atrial (ra) lead has been programmed off due to chronic atrial fibrillation (af) and the right ventricular (rv) lead sensitivity is least sensitive at 1.5mv (millivolts), suggesting an attempt to mitigate oversensing. Ts provided device information and recommended the patient to be evaluated in-clinic for further evaluation. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker system recorded oversensing. Technical services (ts) was consulted and advised the oversensed noise is possibly related to the minute ventilation (mv) feature. Previously, there was mv noise oversensed on both channels. Presently, the right atrial (ra) lead has been programmed off due to chronic atrial fibrillation (af) and the right ventricular (rv) lead sensitivity is least sensitive at 1.5mv (millivolts), suggesting an attempt to mitigate oversensing. Ts provided device information and recommended the patient to be evaluated in-clinic for further evaluation. The device and leads remain in service. No adverse patient effects were reported. Additional information received that the pacemaker alerted for rv intrinsic amplitude out of range with a measurement at 3.0mv. It was also noted a signal artifact monitor (sam) episode was recorded that resulted in the mv feature being automatically disabled. The electrogram (egm) continues to show noise with a total of four events that appear to be the same as the noise event recorded earlier this year. The accelerometer remains on for rate responsive pacing. Further review was recommended. The device and leads remain in service. No adverse patient effects were reported. Additional information from technical services (ts) provided troubleshooting suggestions and recommended the patient to be evaluated in-clinic for further evaluation. No further assistance was requested. No adverse patient effects were reported. This device and leads remain in service. If pertinent information is provided in the future, a supplemental report will be submitted.